Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent direct lateral interbody fusion (dlif) at l2-3, l3-4 due to t10 - pelvis deformity. Intra-op, while setting up the flex arm (prior to cutting skin) the largest joint of the flex arm would not lock. A new flex arm was opened and use. No patient complications were reported.

Manufacturer narrative:
Product analysis results: visual review did not reveal any missing or disassembled components. Functional inspection confirmed both joints of the instrument were able to be tightened without issue. The instrument appears to be capable of performing its intended function. If information is provided in the future, a supplemental report will be issued.